Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for less than 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition post procedure.